Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 1.3; lab: 3.1; mean: 2.2; confidence limits: 1.4 - 3.1. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The inratio is not within the confidence limits but the lab value is. The results are considered discrepant within the context of the documented variability for inr testing. Therefore further testing is required at this time. A recent investigation of strip lot# 070510 has been performed on a week later, which shows the lot is within accuracy specifications. Below is a copy of the investigation. The returned meter and 6 returned strips of lot 070510 were tested using therapeutic blood from two donors. The acceptance criteria is as follows: if the sysmex inr is less than 2.0, then the allowable difference between the inratio inrs and the sysmex inr shall be +/- 0.5. If the sysmex inr is 2.0 - 4.5, then the allowable difference between the inratio inrs and the sysmex inr shall be +/- 1.0. The testing of returned meter and returned strip lot 070510 done on the same day are as follows: lot 070510. Based on the above test results, the returned meter and returned strip lot 070510 meets the criteria for strip accuracy.

Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2008; inratio: 1.3; lab: 3.1.